Event description:
It was reported that after the balloon was inflated for 3 hours, it deflated itself.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do no use ointments or lubricants having a petrolatum base.they will damage latex and may burst balloon. This can lead to premature deflation and catheter fell out from patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after the balloon was inflated for 3 hours, it deflated itself.